Event description:
The customer reported having trouble loading a bur and handpiece overheated during operation. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Conmed linvatec received this drill for evaluation and confirmed the reported problem of overheating. During testing of this unit, it exceeded manufacturer temperature specification related to cast stator/motor failure. The reported problem of "could not load bur" was not confirmed. The concomitant bur guard in use with this device was not returned for evaluation. The handpiece instruction manual provides the following information: prior to use/testing, ensure all attachments & accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the patient or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel.